Event description:
There was an allegation of questionable glucose results for 1 patient sample using the cobas glu test strips on a cobas® pulse instrument. The patient's history of results was provided for (B)(6) 2026 through (B)(6) 2026. There was 1 example of discrepant results from (B)(6) 2026. The initial glucose result was 182 mg/dl at 1:09. The result on another cobas pulse device at 1:09 was 127 mg/dl. The second result from the other cobas pulse device was deemed to be correct.

Manufacturer narrative:
The cobas glu test strips lot number was 873843, and the expiration date was not provided. The investigation is ongoing.